Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. A shell was explanted and returned for evaluation. As returned, nicks, gouges, burrs and damage were visible from extraction. The cup showed no bone on growth to the fiber metal. Damage were visible near the cluster holes, lock ring groove and several points of threaded hole. Dimensional analysis on the shell were conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown taper stem, unknown, 00630505840, liner standard 3.5mm offset 40mm i.d. For use with 58mm o.d. Shell, unknown, 00801804001, femoral head sterile product do not resterilize 12/14 taper, 61697961.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, the patient underwent a revision surgery due to pain and loosening of acetabular component. The head, liner, screw, and cup were removed. The shell was reported to have been easily removed and did not appear to have any ingrowth. The existing stem was well fixed and left in place. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.